Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received. Customer confirmed that additional information was not available and all evidence was provided. Based on the information provided, the DHR review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months. According with this investigation there is not enough information like a sample or picture to understand the failure experimented by the customer in order to determine the root cause of this issue, only within the report it is described that the temporary lid was not kept closed and soon became in open position. Nevertheless, as part of the manufacturing process, the product IFU (instruction for use) is included in each box to explain how the temporary and final closure method of the cap should be followed. However, if the method established within the IFU is not followed, then the temporary or final closure will not function as intended. For this reason this is considered an isolated issue.

Event description:
It was reported while using bd sharps coll 6gal red small open cap the lid did not stay closed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a lid issue of sharps collector. According to the customer's report, the (temporary) lid does not remain shut and soon becomes open.